Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lever and spring was found broken in qmc spd department.

Manufacturer narrative:
It was reported that the lever and spring was found broken in qmc spd department. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be rece if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.